Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter . Update: the previously applied (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The cause of the pump having flipped was determined and noted to be due to the patient having had a body mass index greater then 50. It was further described that the patient was described as morbidly obese and the sutures broke. The catheter was noted as having been intact and fixed. Regarding the current status of the pump and catheter, it was noted that they were functioning.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4) implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 26-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was currently receiving morphine with concentration 5 mg/ml at a dose rate of 7.0048 mg/day via an implantable pump for spinal pain. It was reported that a flipped pump had been confirmed. The patient had a flipped pump / twisted catheter in (B)(6) 2019 and that was why it was revised/replaced. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). The nurse further noted that the pump was flipped back in (B)(6) 2019 and her catheter was twisted so that was why the pump was replaced on (B)(6) 2019. No patient symptom was reported. As per the manufacturer device registry, the pump and catheter were replaced on (B)(6) 2019. No further patient complications have been reported as a result of this event.